Event description:
It was reported that the patient was experiencing presyncopal/syncopal episodes of an unknown etiology. The device tested within normal limits, with stable lead measurements since implant. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).